Manufacturer narrative:
Vyaire medical file identification: (B)(4) the suspect device was not returned for evaluation. The unit was not returned; therefore a definitive root cause could not be determined. However, the customer was provided with a quote for new main board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was giving an xdcr fault. Furthermore, there was no patient associated with the reported event.